Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had ¿a couple issues where they had to get re-tuned¿ and on (B)(6) 2018, the patient had a severe fall on their back. The patient followed up with a manufacturer representative and was told that he ¿shorted¿ the unit in their back when they fell. The patient reported that the manufacturer representative ¿did a few more things to the unit and reset everything¿ and it was fine. The patient reported that one time they would charge the device and it would take 2 hours, then the next time it would take 6 hours. The patient noted that this started after the fall. It was noted that the patient doesn¿t have coupling issues. It was also reported that the patient will have the stimulation set at ¿2 something¿ and then it would go so high that they ¿would have to drop it down themselves.¿ it was noted that the patient has adaptive stimulation enabled. The patient was instructed to follow up with their healthcare provider (hcp). Additional information was received from a consumer regarding the patient. It was reported that the extent to which the fall affected the device or system is that it does not keep his settings and takes all different times to charge. The patient noted that a manufacturer representative had told him that the device had shorted out and that the cause of the device short was not determined. The manufacturer representative told him that he had overrode the system and did some resetting. Since then, the implantable neurostimulator was taking longer to charge and the stimulation increasing unexpectedly had some what resolved. There were no further complications reported or anticipated.